Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 1/19/2016. The fse conducted a follow up over the phone to address the reported event. The customer replaced the 1-6 line and the instrument was operating as expected. There was no further action required from field service the most probable cause of the reported event was the pump unit had a clogged 1-6 line.

Event description:
On (B)(6) 2016 a customer reported pressure over limit, grad sensor error with their g8 analyzer. The customer reported that the pressure is high before the column. A field service engineer (fse) spoke to the customer to troubleshoot the event,which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.